Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two weeks post implant of a right ventricular (rv) lead there were rising thresholds and high thresholds. It was noted there was a high possibility of myocardial problem due to his bundle pacing (hbp) and there was possible myocardial damage due excessive rotation of the helix. The lead remains in use. No patient complications have been reported as a result of this event.